Event description:
It was reported that the single vial access device vented with ss experienced component separation. The following information was provided by the initial reporter: punches (transfer spike(s) - vented) are plugged. The part of the punch that should be glued is loose. When did the incident occur? -unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-24 h6: investigation summary three hundred and forty-two mv0400-0006 samples from lot 202019 were received in sealed packaging for investigation; the reported complaint sample was not returned for investigation. However as part of the customer feedback the customer provided a photograph of the affected sample, analysis of the photograph confirmed that the smartsite had separated from the vial access device. Sixty samples were sent to bd product test laboratory to undergo tensile testing in accordance with the requirements of bs: en: iso 8536-9: infusion equipment for medical use. Fluid lines for use with pressure infusion equipment. The product met and exceeded the tensile requirements of the standard. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 202019 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although the separation could be confirmed from analysis of the photographs, the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the single vial access device vented with ss experienced component separation. The following information was provided by the initial reporter: punches (transfer spike(s) - vented) are plugged. The part of the punch that should be glued is loose. When did the incident occur? Unknown.